Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history review (DHR) is not applicable or relevant due to the device manufactured date of 2013. The investigation did not implicate a service process issue. A corrective and preventative action has been opened to address the reported issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition with label number missing. The evaluation was performed, and the reported issue was confirmed. Installed and attempted to power on unit. Device failed to turn on. When front cover was removed, the circuit board was found to be the old style. Two power switch connectors soldered to the circuit board were broken indicating there was no power being transmitted to the device. The root cause of the reported issue was unable to be determined. This issue has been addressed through correction and preventive actions and will be monitored.

Event description:
It was reported that no power on the device was observed. No patient injury was reported.